Event description:
Additional information reported that there was no pump explant and the infection had resolved.

Manufacturer narrative:
Product ID 8780, lot# 0205786228, implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient had a meningitis infection. It was indicated that the patient was hospitalized and required medical intervention, however the specifics of the intervention was not provided. At the time of this report, the patient was alive and without injury. The drugs delivered via pump were morphine and clonidine.

Manufacturer narrative:
(B)(4).